Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Bg 409 mg/dl was not mentioned in the summary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the glucometer will not provide the correct reading for the pump. Customer's blood glucose was 84 mg/dl that day before and 400 mg/dl at the time of incident. Customer indicated that she was hospitalized for the incident but call was lost and troubleshooting was unable to get hospitalization information. No further information was provided.